Event description:
A malfunction alarm was reported with code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance with resetting the pump, and since the malfunction did not recur, the customer was informed they could continue using the pump and to contact support if issues reappeared.